Event description:
A customer reported that they were not sure how to change the duty cycle to shave during a vitrectomy procedure. The pt's eye got soft and bubbles were in the line. There was no pt harm reported. Additional info has been requested but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).